Manufacturer narrative:
An event of valve migration one day post-implant, hospitalization, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported valve migration could not be conclusively determined. It is possible that procedural factors contributed to the reported event; however, this cannot be confirmed. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as the valve was snared and another valve was implanted (valve-in-valve). The reported improper or incorrect procedure or method was due to snaring the valve after implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the IFU, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's anatomical dimensions were measured as diameter of valsalva 33mm, effective orifice area 393cm2, perimeter of annulus 71.3mm and ascending aorta diameter 40mm. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, after passing through the aortic valve, the patient was hypotensive with the systolic pressure measured as 20-30 mmhg. Percutaneous cardiopulmonary support (pcps) was required to stabilize. The left ventricle was noted to have been perforated. Pericardial effusion was noted; pericardiocentesis was performed. It was noted that the preparation of final deployment and deployement were confirmed only in one view. The valve was able to be successfully implanted at a depth of approximately 3mm on the non-coronary cusp (ncc). After the implant, despite pcps was maintained, the patient was transferred to the operating room for an open-chest procedure to resolve this event. No clinically significant delay was reported. The patient had an initial or prolonged hospitalization due to this event. On the following day, angiography revealed that the navitor valve previously implanted at the annulus had popped out, navitor was pulled up to the ascending aorta using a snare, then an emergency transcatheter aortic valve implant (tavi) was performed to implant a sapien valve as the second valve. The patient's condition was stable.

Manufacturer narrative:
¿ The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's anatomical dimensions were measured as diameter of valsalva 33mm, effective orifice area 393cm2, perimeter of annulus 71.3mm and ascending aorta diameter 40mm. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, after passing through the aortic valve, the patient was hypotensive with the systolic pressure measured as 20-30 mmhg. Percutaneous cardiopulmonary support (pcps) was required to stabilize. The left ventricle was noted to have been perforated. Pericardial effusion was noted; pericardiocentesis was performed. It was noted that the preparation of final deployment and deployement were confirmed only in one view. The valve was able to be successfully implanted at a depth of approximately 3mm on the non-coronary cusp (ncc). After the implant, despite pcps was maintained, the patient was transferred to the operating room for an open-chest procedure to resolve this event. No clinically significant delay was reported. The patient had an initial or prolonged hospitalization due to this event. On the following day, angiography revealed that the navitor valve previously implanted at the annulus had popped out, navitor was pulled up to the ascending aorta using a snare, then an emergency transcatheter aortic valve implant (tavi) was performed to implant a sapien valve as the second valve. The patient had an initial or prolonged hospitalization. The patient's condition was stable.